Event description:
It was reported that while doing an egd, there was retro-flex of the stomach wall while the beam was activated. The beam stopped when the stomach wall moved away, and when the wall flexed back it made direct contact with the still activated beam and the wall was perforated. An attempt was made to cauterize the perforation, which enlarged it. The device was discarded. An open procedure was needed to correct the perforation. The pt has been released from the hosp. The system 7500 esu was not tested following this event as it was believed that there was no equipment malfunction. A mandatory medwatch will not be filed by the hosp as they feel this does not meet the criterion.